Event description:
The customer reported that they forgot to select left/ right marker positioning on acquired images before sending the image to pacs. The customer alleged that images may be studied with left-right reversed without the proper marker position identified.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report. (B)(4).